Event description:
Customer reported she was hospitalized fro high blood glucose and dka. During high pressure test customer reported that pump did not alarm advised customer to disconnect and return pump to minimed.